Event description:
It was reported that a ventricular pace (vp) marker is missing in the current electrogram (egm.) It was also reported that there is a deflection on the egm, but no marker. It was further reported there was no intervention and the patient is doing fine. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.